Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient received inappropriate therapy. Review of the vf episode confirmed supraventricular tachycardia (svt) had accelerated to a vf. Antitachycardia pacing (atp) was delivered during charging which converted the arrhythmia to tachycardia. The device continued to charge and eventually delivered therapy. The ICD was reprogrammed. The patient had no complications after the event.